Event description:
Per sales rep: the head of the screw and part of the shaft separated from the portion of the shaft that was already in the patient's mandible. The portion that had already been inserted remains in the patient. The sales rep reports that the correct blade was used for insertion, and all procedures were followed correctly. Surgery was successful after incident. The portion of screw that separated from the shaft is available to send back in to regulatory.

Manufacturer narrative:
Investigation in process but not yet complete.